Event description:
Patient reported "problems with implants". Patient later reported "ultrasound study: implant rupture". This relates to the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2a., d.2b., d.4., h.4., h.6.

Event description:
Patient reported "problems with implants". Patient later reported "ultrasound study: implant rupture". Later, healthcare professional reported no complaints. This relates to the left side. The device was explanted and is unknow if it was replaced.